Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  for the last couple of weeks, at least once a week, they had their husband increase their stimulation by half a point or two clicks and it just didn't seem to be stopping their symptoms and if they went any higher with the stimulation it hurt. The patient stated initially since they got this implant it hadn't helped and that with their previous ins they would increase the stimulation and it would take a little while for the body to adjust but then it would help, that the previous one worked and with this one, it didn't. The patient then considered it and said, actually, this current implanted system worked at first but then it stopped helping their symptoms 2-3 months ago. Patient stated they were waking up to run to the bathroom during the night and that when they woke up in the morning they weren't able to "hold" their urine getting out of bed. They stated it got a lot worse in the last few weeks. Patient services asked the patient if they'd had any falls or traumas that led to the issue and the patient stated "you know what, I did have a fall" and that right after that fall was when their symptoms returned. Patient stated they had been trying to separate two dogs that were starting to fight and they fell and ended up on their butt. The patient stated it didn't hurt at the time so they didn't think anything of it. Patient services reviewed programming and stimulation considerations but redirected the patient to follow up with their health care provider (hcp) to check the implanted system since the fall and to discuss their symptom concerns. The patient stated they would, but they hadn't tried changing to a different program yet and wanted to try a new program. Patient services walked the patient through connecting to see their settings. The therapy was on. The patient then switched to a new program and increased the stimulation to a level where they felt it faintly and comfortably in their bike seat. The patient was going to monitor their symptoms and follow up with their hcp about their fall and symptom return.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The fall's effect on the implant was not determined. The issue was resolved.